Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user unable to view the list of available patients at the pyxis (or-6). The technical support specialist insepcted that it's related to user inadequate training and could not able to determine the cause, as there is no response from the user. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis anesthesia system not allowed to see the list of available patients. The customer stated that they are unable to view the list of available patients at the pyxis (or-6), which leading to delays in accessing medications. However, there were no adverse events or injuries reported based on this event.